Event description:
Reporter indicated that pt experienced 45 minutes of continuous stimulation while working at their home computer and that the cybermagnet would not stop stimulation. Pt described the feeling as "needles in their chest" and the muscles in their neck were contracting. It was also reported that the pt now feels a burning by the generator site when the device stimulates. Device diagnostic testing was within normal limits, indicating proper device function. It was reported that during office visit, the cybermagnet was placed over the device for approximately 10 minutes and the device would not stop stimulating as evidenced by pt's continued voice changes. Magnet mode stimulation was initiated as expected when device was swiped with magnet. The pt's device was programmed to off with plans to initiate stimulation again at a later date at very low settings. Treating neurologist plans to stimulate the pt more often to see if it can be determined whether or not the generator is continuously stimulating. Further follow-up revealed that the pt's device was programmed back to on and that the device was stimulating according to programmed parameters. The pt was reportedly tolerating the stimulation well. Investigation to date has been unable to determine whether or not the device is functioning properly.